Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut gum [gingival injury]. Soreness - gum [gingival pain]. Metal pin protruding - brush head [device breakage]. Consumer sent e-mail stating a metal pin was protruding from the brush head. No serious injury was reported.